Event description:
It was reported that signal loss occurred frequently between 12/11/2025 and 12/12/2025. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour was found frequently within the investigation window. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).